Event description:
It was reported that the surgeon inserted an aq2015a silicone three piece lens in the eye and noted a crack on the optic. The lens wa cut out of the eye without any complications and no sutures required. The reporter indicated the incident was a loading error.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product showed the lens was split in half and there was a clear surgical residue on the lens. (B)(4).